Event description:
It was reported that stent damage post deployment requiring intervention occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced and implanted. However, post proximal optimisation technique (pot), the stent elongated and due to this a big gap occurred. In order to prevent plaque shift, another stent was implanted, and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that stent damage post deployment requiring intervention occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced and implanted. However, post proximal optimisation technique (pot), the stent elongated and due to this a big gap occurred. In order to prevent plaque shift, another stent was implanted, and the procedure was completed. There were no patient complications reported.